Manufacturer narrative:
Analysis of programming history.

Event description:
The programming history database was reviewed. On (B)(6) 2008 (day of implant) the device was interrogated a couple of times and the device was at shipping settings 0ma/ 30 hz/ 500 microseconds/ 30 seconds on/ 180 minutes off. Several system diagnostics were then performed and a couple resulted in "fault", a final interrogation was not performed and the patient left the implant surgery. The next recorded visit on (B)(6) 2008 the first interrogation the device settings were 1.0ma/ 20hz/ 500 microseconds/ 30 seconds on / 60 minutes off which is indicative of faulted diagnostics, during this visit the device was programmed to intended settings.